Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: investigation revealed that the display was dim, fading and discolored. A visual inspection of the pump revealed that the pump casing was damaged at the cartridge compartment threads; a piece of plastic was missing. A test cap was able to thread and tighten securely to the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, fading and discolored. Evaluation also revealed the pump casing was damaged at the cartridge compartment threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/04/2015.